Event description:
The following was reported to hamilton medical ag: self test failed. Tf 246005 due to defective mainboard.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause was determined to be a defective alarm monitor on the mainboard. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: preop check cannot be performed successfully, device alarms with tf 246005. After replacement of the mainboard the device works again. Further investigation is onogoing.

Event description:
The following was reported to hamilton medical ag: self test failed. Tf 246005 due to defective mainboard.